Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaking blood from the hemostatic valve after the smarttouch sf catheter was pulled out from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Blood loss was about 2ml. The patient was pulled off the table as usual and sent home the next day. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been complted. Bwi conducted a visual inspection and a functional evaluation of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. A functional test was performed; negative pressure was applied there were no air leak or bubbles. Then, the test was repeated with positive pressure and no air leak or bubbles were detected. A device history record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no issue was observed, there are some precautions on inserting the dilator into the vizigo sheath. According to the odp (optimal performance guide): ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ "before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. Use best practices for inserting or retracting any device at the hemostatic valve." The event described could not be confirmed as the as the device performed without any irrigation issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: it was noticed that field g1. Manufacturer site city, was misspelled in the 3500a initial medwatch report as ¿irivine¿ and has now been corrected to ¿irvine¿.

Manufacturer narrative:
On (B)(6) 2021, the bwi product analysis lab received the complaint device for evaluation. Initial visual analysis found the sheath appeared in normal condition. No anomalies were observed on the hemostatic valve. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. In addition, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaking blood from the hemostatic valve after the smarttouch sf catheter was pulled out from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Blood loss was about 2ml. The patient was pulled off the table as usual and sent home the next day. There was no patient consequence. Since there¿s no indication that the patient¿s hemodynamics was compromised nor that any medical intervention was required, this will not be considered a patient adverse event but a product malfunction for ¿hemostatic valve separation¿ as it is most likely that the backflow of blood occurred due to a malfunctioning/dislodged hemostatic valve.